Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed during manual prime and insulin was squirting out. The piston on the device continued to move forward after reservoir contact. Insulin squirted out then the device alarmed. No numbers appear on the screen and no beeps were heard. Customer was unable to exit prime. Customer used different sets and issue persisted. The device was not dropped, bumped, or exposed to moisture. The drive support cap did not appear damaged. Customer's blood glucose was unknown. No further information reported.